Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The data showed that the ICD was re-initialized twice on (B)(6) 2021. After the second re-initialization the ICD started sending as expected. The analysis of the returned data did not show any anomalies. In particular after re-initialization the ICD is sending messages to hm as expected. The battery is not depleted with a battery voltage of 3.09 v on (B)(6) 2021. Based on the information available for analysis the root cause of the clinical observation was not determinable. Therefore it is reasonable to assume that communication disturbances between the cm and the ICD led to the temporary lack of transmission. The temporary occurrence of invalid memory content can also be considered, possibly corrected during the re-initialization procedure on (B)(6) 2021. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
It was reported that the homemonitorig transmissions were not received and the cardiomessenger was exchanged. According to the recent update (18-may-2021) the transmission problem occurred again. The ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.